Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experience refractive surprise. Lens was removed and replaced intraoperatively with a different diopter lens and problem was resolved. Cause of the event was reported as patient-related factor; device failed to perform as intended.

Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid. Visual inspection found haptic torn . Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).